Event description:
It was reported the patient is receiving heat from the ipg. As a result, the patient plans to meet with her doctor and an sjm representative.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.